Event description:
Reporter alleged having discrepant blood glucose results of 390 mg/dl versus 60 mg/dl and 340 mg/dl versus 160 mg/dl when the comparative values were obtained 5 minutes apart on different days on the compact system. Reporter stated he was experiencing hypoglycemic symptoms during the first comparison on the system and self treated with orange juice. During the second comparison on the system, it was stated reporter was not experiencing hyperglycemic symptoms at the time and as a result did not take his normal insulin dose. No other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.